Event description:
Pt underwent left femur resection and total knee arthroplsty utilizing hinged prosthesis in , 1992. Modular locking screw component backed out of prosthsis and revision procedure was performed in 2004.